Event description:
A search of the scientific literature identified an article (ekrol, I, et al. A comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius) published in injury, int. J. Care injured (2008), which described adverse events experienced by three pts who received rhbmp-7 between (B)(6) 1999 and (B)(6) 2002 as part of a clinical study. A (B)(6) male who received rhbmp-7 as part of a distal radial osteotomy was reported to have experienced a partial nonunion accompanied by a dorsal defect (unspecified) which still persisted one year postoperatively. Multiple attempts were made to obtain additional info directly from the authors regarding the reported event. This included requests for more specific info about the product(s) utilized and clinical details for the pts treated. Letters were sent to the author on (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, however, no further info has been received. On (B)(6) 2010: initially, per stryker biotech medical review, there was no info to suggest that there were device-related adverse consequences to a pt or user. The device did not malfunction in a way to contribute to an injury to a pt or user. The surgical outcome as described by the authors in this case is consistent with known albeit less than ideal clinical results associated with similar interventions completed without the use of a bone morphogenetic protein product. (B)(4).

Manufacturer narrative:
.